Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer (fse) troubleshot and found that the row board cable had not been fully connected on row b. The fse reseated all row board connections, tested and identified faulty latch sensor, tightened, resumed testing, found no further problem and resolved the issue. The fse also verified all bus/cable connections and drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer required maintenance. The customer stated that this malfunction occurred when dispensing medication to patients. There were no delay or adverse events or injuries reported based on this event.